Event description:
Dealer states, the new replacement shroud is hitting the front right and left casters, when consumer turns chair.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.